Manufacturer narrative:
No conclusions can be made as to the extent to which the implant may have caused or contribute to the patients alleged post operative course. As alleged, the patient underwent explant of the flat mesh, however details are limited regarding the cause for the explant. Multiple attempts have been made requesting additional information, however, no additional information has been provided at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: the date of implant is considered to be a best estimate as (B)(6) 2011 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per the medwatch report (mw5153626): "bard hernia mesh defects. Still hundreds reported per month, but still selling and using the product. Please help. Surgery (B)(6) 2021 to remove damaged ileum, and clean up trauma caused, ended that surgery with internal bleed, lost roughly 4 pints of blood between surgeries, before they found the bleed. Surgery to put faulty mesh in (B)(6) 2011 and removed faulty mesh (B)(6) 2016."